Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration ¿ correction b5: describe event or problem ¿ additional d4 model no, catalog no, serial no, lot no, expiration date, UDI ¿ additional/ correction d9: device availability ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation /correction h3: device evaluated by manufacturer ¿ additional h4 device mfg date ¿ additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. Share logs data was received but data does not reflect full investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.